Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's system was explanted because of lead migration, not an infection. Additional review determined that this event was already reported under MFR. Rep. # 3004209178-2012-06737. All future follow-up will be reported under that manufacturer report.

Event description:
It was reported that system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708120, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension product ID 3708120, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension product ID 3487a-33, lot# v001984, serial# implanted: (B)(6) 2006,explanted: product type lead product ID 3487a-33, lot# v001437, serial# implanted: (B)(6) 2006, explanted: product type lead product ID 3272-51, lot# serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2007, product type receiver. (B)(4).